Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient allegedly passed away while using the CPAP. The patient was incarcerated and was using the prison¿s device. The manufacturer is unable to obtain the serial number of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.